Manufacturer narrative:
The field service engineer (fse) replaced the filters and the battery. The equipment is working according to the specifications of the manufacturer

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information was requested, but no response received.

Event description:
The customer reported the ventilator does not work with battery. The customer reported the device was in use on patient, but there was no patient harm reported.